Event description:
User facility reported a pt had a novasure procedure lasting approx 50 seconds. On a post procedure laparoscopy, there appeared to be a possible uterine perforation and the pt was admitted to the hospital overnight. During follow-up with the physician in 2008, he reported a second laparoscopy was done and a burn was seen "through the fundus, through the mesentery, and bowel behind it". No perforation was found. Sutures were placed, via the laparoscope, at the burn sites in the fundus of the uterus and in the mesentery "to ensure good healing". "A barium enema was negative, and no treatment was needed at the site of the bowel burn" which was just "to the outer layer of tissue." The pt was discharged on eight days earlier and was seen on follow-up on five days prior to original date, and "is doing fine".

Manufacturer narrative:
Add'l lot# 08a28hb. Expiration date of lot number 08a28hb is 02/28/2009. Device manufacture date of lot no. 08a28hb is 01/28/2008. Device history record (DHR) review was conducted for both reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device.